Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. According to the sap system no product was available from these lots as they had been sold or distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) pt's contact reported finding a fluid leak near the blue pin trigger of the pd set during drain 2 of 4. The connections were tight. The leak was reported to be coming from the pt line. The contact was advised to reset up with new supplies. The set was discarded. During f/u, the pt reported that she had contacted her pd nurse and was preached prophylactic antibiotics. She did not have any complications. No adverse event reported at this time.